Event description:
Customer reported unexpected negative reactions on the galileo for 2 patient samples. A 2 cell_screen on the provue was reported as a 2+ for the first sample. An abid run on the galileo reported as negative. The second sample was run on galileo and missed an anti-e. The sample was repeated using gel and reported positive on all of the cells that were e positive.

Manufacturer narrative:
A service visit was made. Repaired the 5 lane bay stir bar motor which, although spinning, did not engage the gears which turn the stirrers. Also, adjusted the washer flow rates to specifications on all pumps during the visit. The unit was currently fully operational after the visit.